Event description:
During generator replacement surgery, the lead wire was noted to be in a knot with fluid inside the insulation tubing. Pre-operative device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Both the lead and generator were replaced.